Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a large amount of the insulin flowed out of the device. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime fill anomaly due to motor error alarm. The insulin pump was minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.